Manufacturer narrative:
Pump received with pump error 4 alarm during testing. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test due to pump error 4 alarm. However, successfully utilized crest and thus to download history files, traces files. Pump error 4 critical handling alarms on 10/14/2025 17:56:04.000 line number = 2017, file number = 147 in file history, possible hardware error. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, keypad overlay texture damage, cracked battery tube threads, cracked case corner of belt clip rail. Pump error 4 alarm during testing and pump error 4 in file history due to moisture damage electronic assembly confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported pump error 4 (the motor arm cannot communicate with the main arm). Blood glucose value at the time of the event was 47 mg/dl. The customer was treated with carb intake. Customer also reported the sweat and weakness symptoms due to low blood glucose. The event involved product(s) mmt-1886. Troubleshooting was performed and confirmed that the customer was able to rewind the pump, and it was unknown whether the self-test was passed or not. No further patient complications were reported. Product return is required for mmt-1886.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.